Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. (B)(4).

Event description:
Clinic reported a patient who developed an infection and inflammation in right axilla 14 days post miradry treatment. By 5 days post-treatment, the patient had a fever with pain, swelling, and redness in the axilla. A nonsteroidal anti-inflammatory drug (loxoprofen na) was prescribed but symptoms did not improve at 7 days post-treatment. An antibiotic drip bid was administered. By 32 days post-treatment, the patient's symptoms were improving and expected to resolve.